Manufacturer narrative:
Follow-up #2 date of submission 10/10/2016-correction to serial #, and type of reports follow up#.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: during investigation, the pump was powered on to a blank display with auditory and vibratory alarms. The pump was unable to be tested for the original complaint of a call service 078 alarm. The keypad buttons were unable to be tested due to the blank display. The battery compartment was cracked above and below the grip pad. A base crack was found between the case seal and the keypad. The audio bolus button was torn/punctured. A leak test was performed and failed due to the cracked pump case. Moisture was found internally on the display, on all boards, and on the motor flex connector. The pump's files were unable to be downloaded due to moisture damage. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.